Manufacturer narrative:
The c1535 marker acts as a biopsy site identifier to provide an imageable locator of a biopsy site for follow up care. The marker is contained within a sterile disposable applicator, which is deployed into the breast biopsy site through the probe trocar that was used to access the tissue. Both the c1535 marker applicator and mst11b biopsy probe were received on march 11, 2014 for analysis. The c1535 was received with evidence of use in a procedure. The mst11b probe was also received with evidence of use. A small piece of the marker tip was observed to have been attached to the end of the knock out tube (the knock-out tube aids in the removal of the acquired tissue) of the mst11b probe. This piece was removed, and identified as a piece of the broken c1535 marker. Additional plastic pieces, presumed to also be part of the c1535 marker applicator, were found inside the cutter tube of the mst11b probe, and removed. While it appears that all of the pieces of the marker mechanism have been removed through the probe, we are unable to reconstruct the tip and therefore cannot confirm that no pieces were left inside the patient's breast. The marker applicator is visible under stereotactic (x-ray) imaging. Although a definitive root cause has not been determined, based on our knowledge of the device, it is possible that some tissue may have been blocking the probe, causing resistance during marker deployment. Some resistance is normal during removal of the marker. However, if excessive resistance is felt during removal, instructions provided within the IFU state to remove the entire probe assembly (containing the micromark marker applicator) from the biopsy site. No additional patient follow up care information is available. However, due to the potential for a subsequent procedure and/or other treatment intervention, we are submitting this medwatch report.

Event description:
The affiliate in (B)(6) reported that when the doctor inserted c1535, the doctor felt resistance. Then the doctor removed it, the tip of c1535 had been broken. The doctor tried to vacuum the segment, it was jammed in the probe.